Manufacturer narrative:
Ge healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun

Event description:
The hospital reported that the unit alarmed advising to ventilate manually. There was no report of patient involvement.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and a review of the logs. The gas inlet valve solenoid was replaced to resolve the reported issue.